Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Customer's blood glucose level at the time of incident was unknown mg/dl. Customer's current blood glucose value was 430 mg/dl. The customer did not experience any symptoms related to high blood glucose. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was unknown if the auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.